Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic device check, the device was estimating about 10 months remaining to eri. On (B)(6) 2016 indicated that the estimated longevity was 2.9-3.4 years. The device will be replaced shortly. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the device was explanted and replaced due to device exhibits signs of premature battery depletion. Patient did well through out.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.